Event description:
Per the clinic, the internal magnet along with the internal fixture was explanted on (B)(6) 2025, due to a need for MRI imaging. There are no plans to reimplant the patient with a new device as of the date of this report.